Event description:
Medics responded to an unwitnessed hanging, unk downtime of the pt. The pt was asystolic when the medics arrived. As per the dept policy, external pacing was attempted. Reportedly, the device did not deliver pacing current to the pt. The reported event was based on the fact that the body did not respond to the pacing pulses. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's lack of viability.